Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 520 mg/dl on (B)(6) 2016. The customer stated that she had issues with bent cannulas on four infusion sets. Customer's blood glucose value at the time of the call was 517 mg/dl. The customer treated with manual injection. Troubleshooting was declined. The insulin pump will not be returned for analysis.